Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 7170877 all inspections were performed per the applicable operations qc specifications. There were six notifications (B)(4) noted for print defects. There were seventeen notifications (B)(4) noted that did not pertain to the complaint. Severity:occurrence: a complaint history check was performed and this is the 1st related complaint for scale misaligned and the 1st related complaint for harm/animal overdose on lot # 7170877. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale print on a bd relion insulin syringe was incorrect and caused an over dosage of medication. There was no report of injury or medical interventions.